Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the image was good and clear. In addition, the evaluation found: a tiny pin hole leak on the cable and a faded rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head has a big scratch on the screen. The issue was found during an unspecified procedure. Additional information has been requested but not yet received. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. Olympus will continue to monitor field performance for this device.